Manufacturer narrative:
No conclusion code available. Final analysis found burnt components on the printed circuit board of the transmitter and on the circuit board of the ac power adapter as well as a burn mark on the inner casing of the ac power adapter which resulted in power anomaly.

Event description:
It was reported that the transmitter would not power on. The transmitter was returned and replaced.